Event description:
It was reported that intermittent cartridge alarms occurred during insulin delivery. Reportedly the customer wore their pump during an airport x-ray screening. There was no reported adverse effect to the customer's blood glucose level. It was also reported that the insulin gauge was inaccurate. Customer declined to troubleshoot the issue with tandem technical support, therefore, the allegation could not be confirmed.

Manufacturer narrative:
Per the tandem do not expose your pump to x-ray screening used for carry-on and checked luggage. Newer full body scanners used in airport security screening are also a form of x-ray and your pump should not be exposed to them. Notify the security agent that your pump cannot be exposed to x-ray machines and request an alternate means of screening. The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.